Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and severe sinus infection requiring surgery. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Corrected data: adverse event/product problem from product problem to serious injury outcomes attributed to ae from blank to other type of reported complaint from product problem to serious injury health impact grid from no health consequences or impact to serious injury/illness/impairment.